Event description:
Medtronic received information regarding a pipeline vantage that had collapse at the proximal end resulting in patient vessel occlusion and tia. It was reported that the patient underwent a procedure for stent + coiling on (B)(6) 2022 to treat a right internal carotid artery (ica) aneurysm. On (B)(6) 2022, the patient had transient ischemic attack (tia) it was noted that the right ica was occluded. The physician noted there was significant collapse (fish-mouthing) of the proximal end of the pipeline vantage which resulted in the patient vessel occlusion and minor stroke. It was thought the patient posterior and anterior communicating artery segments were compensating for the occlusion of the right ica.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.